Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the stent broke from the connection point). During the operation, an attempt was made to use the stent to capture the broken stent in the body, but it was unsuccessful. The patient did not request further measures after the operation.

Event description:
Additional information received reported that the stent was in the anterior segment of the cavernous sinus segment, the internal carotid artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient regained consciousness and was transferred back to a local hospital for rehabilitation treatment. There are no procedural / post-procedural imaging (CT, angio, etc.) Available. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The operation was terminated after tirofiban was pumped in. It was clarified the report of "once again, through the microcatheter, it passed through the mesh hole of the fractured stent and entered the front end of the cavernous sinus segment" was referring to the new stent. All fragments of the fractured stent were not removed from the patient. The connection point between the stent body and the guide wire was broken. The doctor tried to remove the broken stent but failed. The cause of the stent break was not determined. There was one pass made with the solitaire prior to the separation. Push resistance was large, and the reason was not clear. The solitaire device was not torqued or repositioned during delivery or retrieval. The patient had vessel stenosis proximal to the thrombus site. The characteristics of the clot was hard.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had severe cerebrovascular and lower extremity and required intracranial vascular thrombectomy and stent implantation. During the operation on the patient, due to excessive thrombus load, the stent suddenly broke during the withdrawal process, the stent and thrombus were stuck in the cavernous sinus segment, and the distal blood flow was 0. Then, once again, through the microcatheter, it passed through the mesh hole of the fractured stent and entered the front end of the cavernous sinus segment. It was noted that the fractured stent was removed and was replaced with a new one with could be used normally after replacement. After the stent was deployed, the stent was crossed with the fractured stent and then removed from the long sheath. A 3-20 mm thrombus was seen on the fractured stent. Later, angiography was performed again and it showed that the right anterior middle cerebral artery was patent, with forward blood flow of grade 3, multiple sclerosis of intracranial blood vessels, and mild stenosis of the right c7 segment with localized dissection. Then tirofiban was pumped in and the operation was terminated.